Event description:
Pdc received a call on (B)(6) 2011, reporting medical intervention that occurred on (B)(6) 2011. Caller, pt's fiance, reported that pdc meter was reading incorrectly and said pt had to go to the ER. No further info was provided regarding the medical attention. Caller also reported the pt getting a pdc meter reading of 380mg/dl and going to the doctor 4 hours later, receiving a reading of 168mg/dl with their meter. No additional tests and/or prescriptions were reported as having been done/taken in between this time. On another occasion, (B)(6) 2011, caller reported a pdc reading of 508mg/dl in the morning and a reading of 308mg/dl in the evening. No reports of prescriptions taken, additional tests performed, and/or pt action(s). Pdc sent replacement and provided caller/pt with cs, requesting return of suspect product(s). Caller/pt was also provided correct testing procedures.

Manufacturer narrative:
Suspect device was returned to pdc and evaluated. Device was in very good condition and all functions worked properly. A series of cs tests showed all results to be in range. No failures were detected.